Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which located 1 similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was in disconnected mode. A field service engineer (fse) arrived on site and accessed the station. The fse logged into cfn admin and opened the network adapter settings. The fse navigated to the ipv4 properties and entered the assigned ip address and related details. The fse restarted the adapter, but the connection was not established. With assistance from it personnel, the fse identified incorrect octets in the configuration. The fse updated the adapter with the correct information and restarted the network adapter. The fse confirmed that the connection was established and launched the application. The customer logged into the hardware testing application (hta) and performed an inventory to confirm functionality. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it had a disconnect mode issue. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.